Event description:
The patient reported that they have numbness and pain in their arm and fingers. It was also reported that the patient saw the surgeon and the implantable pulse generator function is fine. Further information received reported that the patient can't lay on the left side with the new device and that the left arm went numb. The patient saw the chiropractor to relieve the numbness in the hand, but still feels pain when laying on the left side. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.